Event description:
Home dealer called chad therapeutics, inc., stating that "his pt involved in accident while using the oxymatic device". While driving on the freeway the unit failed to function and he did not notice the lack of pulse, as noise from his car radio was too loud. Pt passed out and ran off the freeway.